Manufacturer narrative:
During the analysis of the lead, insulation was damaged by fraying in the distal region of the lead body, especially in the region of the valve plane. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation required excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of excessive mechanical stress on the lead in the region of the valve plane. X-ray images or diagnostic images of any kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that, after an implantation time of about 60 months, a drop in impedance was observed via home monitoring. During the follow-up, it was detected that pacing was not consistently effective. In addition, vf episodes were observed. No worsening of the patient's state of health was reported.